Manufacturer narrative:
Corrected data: b5:a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation not associated to a low vault. A lens repositioning was performed but this did not resolved the problem. The lens was later exchanged for a longer length lens and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown. Claim: (B)(4).

Manufacturer narrative:
Rotation/decentration/subluxation and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation not associated to a low vault. The lens was exchanged for a longer length lens and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visual damages. Dimensional inspections found the lens to be within specifications. Claim: (B)(4).